Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. A complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Electrical testing, visual and x-ray inspections of the lead were normal with no anomalies found.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, it was observed that the right atrial (ra) lead exhibited low pacing impedance. The ra lead was not used. The physician continued with another ra lead and completed the procedure. The patient remained in stable condition.